Event description:
The wife of a pt contacted lifecor customer support to report that one of the battery packs is not charging. She stated that when the battery pack is inserted into the battery charger on lights display. Support had the patient's wife try another outlet and the same thing occurred. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. The battery pack would not work because there was water inside the battery pack. One of the cells was corroded under the battery connector. The battery pack was scrapped. The root cause of the battery pack not charging was this water damage. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.